Event description:
Healthcare professional reported reason for not using device as "rupture due to mta". The device was not implanted. It is unknown if a back-up device was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: exchange.